Event description:
The meter displayed a clean test area and an insert test strip message. The patient contacted a physician for assistance and was advised to continue with her daily routine. Customer service was unable to resolve the clean test area message and sent the patient a replacement meter. The patient was unable/unwilling to troubleshoot with the insert test strip message. This case is being reported as a malfunction, since the clean test area was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.